Manufacturer narrative:
Concomitant medical products: product ID: 3708100001, serial# (B)(4), product type: extension product. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed the body conductor broken, straight wire in body. All eight conductors were b roken 5.8cm from the distal end of the extension.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The consumer reported (via the manufacturer representative) that post-operative an implantable pulse generator (ipg) change, the patient could not be programmed due to the impedance showing an open circuit. The issue was identified during a post-operative programming session. The impedances were out of range. An extension fracture was confirmed by x-ray. The patient had a lead connected to two 40 cm extensions, and the x-ray confirmed a fracture at the proximal end of the battery of the two extensions. A surgical revision was performed on the day of the report; the fractured extension was removed. An impedance check showed normal ranges when the fractured extension was replaced. The issue was resolved. The patient was alive with no injury at the time of the report. The patient was successfully programmed with the new extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.